Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found it to be in fair condition with a damaged front panel. Device underwent functional testing; unable to confirm the reported customer complaint. A faulty manometer was noted however due to normal wear and tear. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the ventilator leaked oxygen while in use. No patient injury or complications were reported in relation to this event. Additional information was requested but has not yet been received. Should additional relevant details become available, a supplemental report will be filled.